Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of 14 months an increase of pacing threshold and ventricular oversensing were reported. The lead was abandoned and replaced. A suspected lead damage could not be verified with x-ray during surgery. No adverse patient side effects have been reported. An explant date was provided, but the event states the lead was capped. It is believed the lead was capped on (B)(6) 2015.